Event description:
Receiving erratic readings. In blood glucose tests, customer received readings of 456 mg/dl, and 64 mg/dl within 10 minutes. All tests were performed on the finger. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
Customer returned meter, test strips were not returned. Returned meter performed in accordnace with MFR's instructions for use. Customer's complaint of inaccurate erratic readings was not duplicated during testing. The freestyle flash blood glucose readings as reported by the customer were identified I nthe meter internal log; however, they were found to have been performed outside of a 10 min timeframe.